Manufacturer narrative:
Date rec'd by MFR: 06jun2019. Date of report: 10jun2019. A visual inspection of the touchscreen revealed yellowing in one corner and suspected delamination/bubbling and minor surface smudges. During testing of the device, the touchscreen could not be calibrated. The root cause of the touchscreen failure was determined to be resistance drift on the touchscreen was out of specification submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19march2019. (B)(4). No phone number provided. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the touchscreen and the issue was resolved.

Event description:
It was reported that unit's touchscreen was unresponsive. There was no patient involvement. Event date not specified; estimate used.